Event description:
On (B)(6) 2015, the father of the end user reported that he used the device on his child's forehead and it caused burns. Pictures submitted show redness on the wound site and where the adhesive contacted the skin. Consumer is concerned about age of product. Product was manufactured on: lot #9441 was packaged (B)(4) 2014; lot #26578 was packaged on (B)(4) 2015. Consumer was contacted with this information.

Manufacturer narrative:
Device contains an active ingredient, benzalkonium chloride 0.1%. The rate of complaints for the antibacterial line was evaluated with slight increase noted since aso began to transition to antibacterial with additional skus. (B)(4).